Event description:
The customer contacted philips healthcare to report that the device would now power on, stating that "monitor doesn't turn on." There was no reported pt involvement / adverse pt impact.

Manufacturer narrative:
(B)(4).